Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant states: the broken pouch sealing of the sterile package was noted before use. We found this complaint sample in our own warehouse. Uneven surface of the product itself and there is uplift phenomenon.